Event description:
Patient called in to report they are receiving frequent "connect plug to monitor" alerts. After rebooting several times, the alert would not clear. The unresolvable alert preventing active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
This file was originally submitted on 06/04/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. The returned monitor passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections. The reported condition could not be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.